Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call many issues with the insulin pump. Customer's blood glucose level was 137 mg/dl. Customer reported an rtc read error alarm, rtc internal clock comparison error alarm, a watchdog timeout alarm, clock monitor frequency error alarm, software error alarm and failed battery test alarm. Troubleshooting for the failed battery test was performed. Customer advised they have replaced the device with a new battery. Customer's device will be replaced due to multiple alarms and a replacement battery cap will be sent out. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, a21 error test, off no power test and all operating currents tested within the spec range. Insulin pump was monitored and tested with no failed battery test, internal clock comparison error, watchdog timeout, clock monitor frequency error and software error bad pointer alarm noted. The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2015.